Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to properly communicate with the system monitor was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6) was connected to a test system monitor and test power module and proper communication between the controller and monitor could not be established. The electrical integrity of the wires in the controller¿s white power cable were evaluated, revealing that the data receive wire was shorting to the shielding, which would result in the observed communication issue. The system controller power cables were then replaced with known working power cables and the communication between the controller and the monitor was successfully established. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The communication issue between the system controller and the system monitor was determined to be due to the data receive wire shorting to the cable shielding on the white power lead; however, the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Upon admission, the bedside nurse attempted to connect the patient's primary system controller to the bedside monitor, but was unable to successfully connect to the system controller. The nurse attempted to connect to a different beside monitor without success. The heartmate touch was able to connect to the bluetooth adapter, but the system controller was not recognized by the heartmate touch. The backup system controller successfully connected to the monitor. The power cables were manipulated to see if the heartmate touch would recognize the patient's system controller in a different orientation without success. The system controller was able to successfully connect to the power module and receive wall power. The alarms were amplified through the power module. A significant amount of time passed without success. The patient then underwent a system controller exchange and the new system controller successfully connected to the heartmate touch. The clock was set and it verified to not have a lifted user interface (ui) membrane. The exchange was performed without any issues. Log files were submitted from the new system controller. Following review of the submitted log files by tech services, it appeared there was limited data, but was successful in connecting and downloading the log files.